Manufacturer narrative:
An event of paravalvular leak (pvl) and aortic valve regurgitation was reported. Information from the field indicated that the valve was correctly sized based on the provided annular dimension, there was sufficient calcium to allow sealing, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that a post balloon valvuloplasty was performed but was unsuccessful. The patient had massive aortic regurgitation due to leaflet rupture after post balloon valvuloplasty, requiring implantation of a non-abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a root cause for the reported pvl could not be conclusively determined. The reported aortic valve regurgitation appears to be related to procedural conditions (leaflet rupture after balloon valvuloplasty). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient with a final implant depth of 5mm. Post implant, there was paravalvular regurgitation near central. A post balloon valvuloplasty was performed but was unsuccessfully. The patient had massive aortic regurgitation due to leaflet rupture after post balloon valvuloplasty requiring implantation of a non-abbott device. The patient is stable.